Event description:
The manufacturer was contacted in reference to the dreamstation auto CPAP machine. The patient is alleging asthma (new or worsening). At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the dreamstation auto CPAP machine. The patient is alleging asthma (new or worsening). At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit passed final test. Box h: remedial action, recall number, problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. Box d: model number, catalog item identifier and product UDI was updated